Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be loss of connection. In addition, the probable cause of the loss of connection was determined to be the transmitter and display device were unable to restore the connection. The reported event of a pairing failure is reportable based on the finding of the transmitter and display device were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device available for evaluation.

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. An exterior physical visual inspection was performed and passed. A voltage check: was performed and passed at 0.21 vdc. A pairing test/download was performed and passed. The probable cause was determined to be loss of connection. In addition, the probable cause of the loss of connection was determined to be the transmitter and display device were unable to restore the connection. The reported event of a pairing failure is reportable based on the finding of the transmitter and display device were unable to restore the connection. No injury or medical intervention was reported.